Manufacturer narrative:
Initial and final MDR 1953569 - MDR 3003442380-2024-23250 - device 10 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar cannula issues with ten infusion sets. Patient reported that when the infusion is inserted the cannula was not inserting correctly. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.